Manufacturer narrative:
(B)(4). (B)(6). Patient dob & weight not provided for reporting. This report is for unknown quantity of screw/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in united kingdom as follows: it was reported that the patient had redness and pain after the initial open reduction and internal fixation surgery (orif) rx washout distal end and insertion of stimulant. No growth and the patient was fine after, presumed not infected, samples also all negative at revision. Post-operative the plate broke (see com-328887). This complaint involves 5 parts. This report is 2 of 5 for (B)(4).